Event description:
According to available information, this device required replacement due to no longer working. It was noted the tubing was kinked. The reservoir and cylinders were retained. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
A titan touch pump was received for evaluation. Abrasion was noted on the pump body, both exhaust tubes and the inlet tube of the pump. A group of partial separations, surrounded by abrasion, were noted on both exhaust tubes of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. The information received indicated the device was not working due to kinked tubing, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.